Event description:
New information received notes failure to disconnect is more applicable.

Manufacturer narrative:
Correction - h6 - difficult to remove replaced with failure to disconnect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for a procedure on (B)(6) 2021 due to elective replacement interval for their pacemaker. During the procedure, the pacemaker was found to have a stripped right ventricular (rv) set screw. This appeared to have been done at the initial implant of the chronic lead. The pacemaker and rv lead were replaced in the same procedure. There were no patient consequences.